Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 55.7cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 4cm and 17.8cm proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non- tortuous and non- calcified lesion located in the lad exhibiting 98% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during the pci procedure the guide catheter was used to reach the lad. The lesion was passed by the guide wire. Insertion difficulties were experienced when loading the stent on the guidewire. It was informed that the shaft of the stent was broken when advancing over the wire. Product analysis has shown that a complete detachment occurred on the shaft. A kink was also evident on the shaft. The tip of the delivery catheter did not exit the guide catheter. The procedure was completed using another medtronic device. The patient's status is stable.

Manufacturer narrative:
Additional product analysis: the device returned with a stopcock attached to the luer. The guidewire did not return for evaluation. There was no deformation to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. A 0.014 inch guidewire was frontloaded through the guidewire entry port and advanced distally through the distal tip with no resistance noted. There was no deformation evident to the stent. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: the device returned with a detachment on the hypotube 55.7cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Bends were evident on the hypotube 4cm and 17.8cm proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.